Event description:
It was reported that the patient was experiencing numbness of the legs following the implant procedure. The patient underwent an explant procedure the following day and is reportedly doing well. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), batch: (B)(6).